Event description:
Pt's grandmother called the on-call pharmacist to report the pt's pump cadd ms3 was malfunctioning. The pt switched to his backup pump so that infusion would not be interrupted. He did not miss any of the infusion. The malfunctioning pump's s/n is (B)(4). The pt was sent a replacement pump to arrive within 24 hours and is sending back the malfunctioning pump for review. No adverse event noted.